Event description:
The patient stated that he had experienced high blood glucose readings in the "400-500 range" for the past few weeks. He noticed air bubbles in the cartridges used in his insulin infusion device. He also noticed condensation occasionally in the cartridge chamber of his infusion device. When he observed elevated blood glucose levels, he would administer a bolus of insulin using his infusion device. During troubleshooting with a company representative, it was determined that the insulin cartridges he had been using were expired. In follow up to troubleshooting, following the replacement of the insulin cartridge in his infusion device, he reported that the issue was resolved. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.